Event description:
It was reported that during a gyn procedure it wasn't possible to assembly properly the device to the handpiece. Another device was used for the procedure. No patient consequence were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent nose cone. The handpiece was received attached to a disposable device in addition the nose cone was cracked. The handpiece was forcibly removed from the disposable. No functional testing could be performed due to the condition of the device. The instrument was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. In addition, the moisture indicator was positive and the acoustic isolator was torn. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality.